Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of hospitalized low blood glucose readings. The customer's blood glucose reading was below 50 mg/dl. The customer stated that she was hospitalized due to heart problems and low blood glucose readings after blousing. The call was dropped.